Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not feeling stimulation and their ins causing sudden pain was due to both the "device and ins" needed to be charged. It worked great after this problem was rectified. The issue has been resolved and it is working great now. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's controller not functioning was not determined. The rep did not have any additional information regarding the patient's stimulation issues. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's controller is not functioning. The patient reported that on saturday (B)(6) 2019 when she went to charge her ins a warning sign came up telling her to call the manufacturer. The patient stated that she unplugged the controller and took the li-battery pack out to do a controller reset like her manufacturing representative (rep) told to do to resolve the warning screen. The patient reported that the screen on the controller is now blank, and her reason for calling is to resolve the blank screen. The patient stated that she has also already tried plugging the controller into the ac power supply. The troubleshooting done over the phone includes the patient removing the battery pack, plugging the controller into the wall and powering on the controller, unplugging the controller from the wall, and putting the battery pack back into the controller. The patient plugged the controller back into the wall and confirmed that the controller powered on. The patient stated the controller needed to charge before she could properly set the controller back up.the patient is going to call back if further troubleshooting is necessary. During the call, the patient mentioned that she didn't feel any stimulation on saturday. The patient then noted that when the controller powered on during the call it tuned the ins on inside her. The patient also reported that she suddenly felt a sharp pain/stabbing sensation on her side on saturday as well. Troubleshooting resolve the issues with her controller. No further complications were reported. No additional patient symptoms were reported.